Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death and myocardial infarction (mi) are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 44 months post xience v stent implantation in the distal circumflex, the patient died in their sleep. No autopsy is planned. Cause of death is listed as acute myocardial infarction, severe coronary artery disease, arterial hypertension, hypercholesterolemia. There was no additional information provided.